Event description:
In this case, it was reported that the ring was explanted after an implant duration of approximately 11 years due to endocarditis. Per the operative report, the patient presented with fever, chills and headache. A brain MRI was performed due to blurred vision, mild facial droop and some right arm dysmetria. The exam showed findings consistent with septic emboli. A 2d echocardiogram and tee revealed multiple mobile echogenic masses on the atrial side of the posterior mitral valve leaflet. There was additional nodular thickening noted at the base of the anterior mitral leaflet that were representative of additional vegetations vs. Abscess formation. The lv function was normal with an ef of 60-65% and the rv was of normal size and function. Blood cultures showed gram + cocci in chains and antibiotics were initiated. Patient also developed a new onset of 1st degree heart block, which progressed to 2nd degree, requiring tempory pacing wires to be placed. During mitral valve replacement, there was extensive involvement of most of the value and the old [ring] repair with endocarditis, large vegetations and abscess formation. The patient's mitral valve was replaced with an edwards bioprosthesis. The seat of the prosthesis was judged satisfactory for the mmitral valve and the annulus conformed well to the mitral prosthesis. Post procedure valve assessment was done by tee. The degree of mitral valve insufficiency was none. Of note, the patient continued to require pacing, for which was now complete heart block and a permanent pacemaker was implanted on (B)(6) 2013.

Manufacturer narrative:
Endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, there is no evidence suggesting that the edwards annuloplasty ring caused on contributed to this event. The op report documents blood cultures from the patient showing gram + cocci in chains. Unfortunately, the root cause of this event cannot be confirmed without the explanted device. No further actions are possible with the available information.